Event description:
Device issue: difficult to remove, locator wing - failure to retract. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a mildly calcified common femoral artery after a diagnostic procedure. Reportedly, resistance was met during device removal. The operator "pulled out the device with some force." When the device was removed, it was noticed that one locator wing remained open. It was reported that all parts of the locator wings remained attached to the starclose se device. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. No additional information was provided.

Manufacturer narrative:
(B) (4). Improper or incorrect procedure or method - patient selection. (B) (4). The device was received. Investigation is not complete.